Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, corrosion on circuit board inside scope connector was confirmed. Therefore, it was possible that the suggested event was caused by failure of the circuit board inside the scope connector. The following is included in the device instructions for use (IFU): 3.1 the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. 1.4 warning and cautions: caution ·before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Perform the leakage test: caution ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image displayed from the videoscope during unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. In addition, the device evaluation found that the black covering of the bending section was cracked/peeling, the electrical continuity test for the bending section failed due to water invasion, the scope connector body unit was corroded internally due to water leakage, and the distal end plastic cover was dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.